Manufacturer narrative:
As of 4/11/2016 aso has not received returned samples from consumer or a lot number in order to test retained samples of the same lot number. Aso has reviewed records for biocompatibility data. Refer to section of this report for further details.

Event description:
Consumer reported that she was using the bandages on a sore she had on her arm. When she removed the bandage, it took her skin off with it.